Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing noted on episodes of atrial tachycardia/atrial fibrillation (at/af), non-sustained ventricular tachycardia (nsvt), and on the presenting rhythm. The atrial lead remains in use. No patient complications have been reported as a result of this event.